Manufacturer narrative:
(B)(4). Date sent: 04/01/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, a teardrop-shaped clip was formed after several firings. The device was used on the blood vessel. After this event, the device was checked functionality out of the patient and the device seemed to function as intended. Just in case, another device was used to complete the case. The doctor commented that the device did not clamp something hard such as clips when the event occurred. There were no adverse consequences to the patient just in case.

Manufacturer narrative:
(B)(4). Batch # = m92p4z. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.